Manufacturer narrative:
Clarification to d6a: partial date of 1996 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "bilateral exchange from textured to smooth due to concern with the product". The device remains implanted.